Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were 4 catheters in the last 3 months that all had little bubbles on the silver ion sleeve. It was stated that the catheters were removed and were sent to the laboratory.